Manufacturer narrative:
The pt died on 10/7/96 as reported by hosp. It has been reported by the hosp administrator that the pt's death "was not necessarily related to the blood leak incident." Before dialysis on 9/18/96, pt was being treated for osteomyelitis, septicemia, diabetes and a burn wound.

Event description:
Facility alleges a blood leak occurred on a dialyzer one hour and 40 minutes into treatment. The blood leak was detected by a blood leak alarm, no visual blood in the dialysate. Dialysis was discontinued and blood returned to the pt; therefore no blood loss occurred. Blood pressure stable. The dialysis treatment was resumed with another dialyzer and completed with no adverse symptoms noted prior to the pt leaving the dialysis unit on 9/18/96. Also during pt's treatment, a dr was debriding an open wound on his leg. During the night, the pt awoke and complained of vision problems and hearing loss. The pt's eyes were red. The facility reported that the dialyzer involved in the blood leak incident has been discarded and there are no dialyzers from the same lot number available.